Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user unable to find the patient within the pyxis since the patient's account was created. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user unable to find the patient within the pyxis since the patient's account was created. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient did not appear in machine after account creation. The technical support specialist (tss) dialed into the application server and logged into pes to check the patient visit ID provided by the customer. The patient admit status showed unknown and visit type as placeholder. Queries confirmed the patient was registered but revealed a processing error: ¿string or binary data would be truncated¿ due to an allergy code exceeding the 50-character limit. This caused the es server to fail processing messages, resulting in the patient showing as unknown. The customer was informed via email, acknowledged the resolution, and the case was closed. The system functioned as intended after the technical support specialist troubleshooted the issue.